Manufacturer narrative:
On (B)(6) 2021 bd became aware of an anonymous medwatch on the maude database. Medwatch mw5104298 with a report date of (B)(6) 2020 and FDA received date of (B)(6) 2021. The medwatch appeared as part of bd's weekly search on (B)(6) 2021 which is in line with the date it was last updated on the maude website ((B)(6) 2021). The medwatch was filed anonymously without an identified device, customer, or user. There was no harm reported. (B)(4) was opened for documentation purposes. The medwatch alleges that an unidentified pyxis device experienced and application freeze while removing a medication. The user was unable to record the decremented amount and subsequently created a discrepancy with the inventory. A case file review between (B)(6) 2020 was performed but no similar events were identified. If new information becomes available, an investigation will be performed.

Event description:
On (B)(6) 2021 bd became aware of an anonymous medwatch on the maude database. Medwatch mw5104298, with a report date of (B)(6) 2020 and FDA received date of (B)(6) 2021. The medwatch appeared as part of bd's weekly search on (B)(6) 2021 which is in line with the date it was last updated on the maude website ((B)(6) 2021). The medwatch was filed anonymously without an identified device, customer, or user. There was no harm reported. (B)(4) was opened for documentation purposes.